Manufacturer narrative:
Report source - health professional & user facility were not selected in the initial submission. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with abnormal topography and possible ectasia on (B)(6) 2013 approximately 4 months post treatment (treatment day (B)(6) 2013). Patient complained of blurry vision. No loss of best corrected visual acuity reported. It was reported on (B)(6) 2014 that patient was treated (cross linking treatment) on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.